Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2013; 407645 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The organism was identified as candida albicans. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.